Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracoscopic radical resection of lung cancer procedure, after closing trigger was closed, they found that the jaw was not closed. The surgeon still tried to fire and after firing, found the staples malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55f3v. The analysis found that one ec45a device was returned with no apparent damage and with an ecr45g partially fired cartridge not loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.